Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh90t01 serial# (B)(6) product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. The patient reported that it took them 5 minutes to deliver the bolus and the screen was getting stuck at 90 percent. The agent reviewed the data and assisted the patient deleting data. After that, the patient was able to connect to the pump without lag and the patient was able to get the bolus faster than before. The patient will call back if further assistance is needed.